Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent implantation in the left subclavian vein, after pre-dilation the physician delivered the smart control 10 x 30 stent to the target lesion via the left jugular vein. During stent placement, the stent jumped forward/migrated into the superior vena cava (svc). The physician inserted a powerflex p3 balloon catheter into the stent from the right femoral vein and dilated the catheter inside the smart control stent to pull the stent back into the inferior vena cava (ivc). The stent was then fixed in position in the ivc by placing another smart control 10 x 40 stent side-by-side. The original target lesion was then dilated with a luminexx 12 x 40 stent and post-dilated. The patient is in stable condition. The physician's comment was that the stent was undersized compared to the target vessel and that the handle of the smart control stent delivery system was not held flat and straight outside the patient. The left jugular vein target lesion was reported to be: mildly calcified, moderately tortuous, and a 90% stenosis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15290518 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15290518. The receiving inspection records for the used stent (lots: 15061359 and 14003838) were reviewed, and these lots were deemed acceptable. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." The instructions for use advises the user to: ensure that the stent delivery system outside the patient remains flat and straight. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks as described in the labeling. Also the physician has stated that the stent was undersized compared to the target vessel. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The temperature indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). A 6 fr. Catheter sheath introducer was used for the procedure. The sds did not pass through any acute bends. No difficulty was encountered during advancement and no excessive force was used during the procedure. The smart control locking pin was in place during advancement to the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. No unusual force was applied during deployment of the stent. No additional information was available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent implantation in the left subclavian vein target lesion, after pre-dilation the physician delivered the smart control 10 x 30 stent to the target lesion. The approach for the procedure was from the left jugular vein. During stent placement, the stent jumped forward/migrated into the superior vena cava (svc). The physician inserted a powerflex p3 balloon catheter into the stent from the right femoral vein and dilated the catheter inside the smart control stent to pull the stent back into the inferior vena cava (ivc). The stent was then fixed in position in the ivc by placing another smart control 10 x 40 stent side-by-side. The original target lesion was then dilated with a luminexx 12 x 40 stent and post-dilated. The patient is in stable condition. The physician's comment was that the stent was undersized compared to the target vessel and that the handle of the smart control stent delivery system was not held flat and straight outside the patient. The left jugular vein target lesion was reported to be: mildly calcified, moderately tortuous, and a 90% stenosis.